Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to properly save and recall patient image data. No pt serious injury or death was reported related to this event.